Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. The device history record (DHR) for the lot number 17743206l has been reviewed and it was verified that the device was manufactured in accordance with documented specifications and procedures. Concomitant medical products: non-biosense webster inc. - (B)(4); carto 3 system, us catalog #: unknown, serial #: unknown. Manufacturer's ref. No:(B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a right ventricular outflow tract (rvot) ablation procedure for ventricular tachycardia with a thermocool® smart touch® sf bi-directional navigation catheter and suffered a cardiac tamponade requiring pericardiocentesis/pericardial drain. After 8 cycles of radiofrequency ablation, toward the end of the procedure, the patient became hypotensive and a pericardial effusion was noted via intracardiac echocardiography (ice). Pericardiocentesis yielded approximately 400 ml of blood and fluid. Patient was reported to be in stable condition post-intervention. Pericardial drain was left in place. Patient was transferred to the intensive care unit (ICU) for observation. Patient required extended hospitalization for pericardial drain management. Patient fully recovered with no residual effects. Factors cited that may have contributed to the adverse event include possible issues with the patient¿s anatomy and the use of high force. Physician¿s opinion regarding the cause of the adverse event is that a thin area of the rvot was perforated. It has not yet been determined if a biosense webster, inc. Product was responsible for the adverse event. There were no issues or errors reported on any bwi products or equipment during the procedure. No transseptal puncture was performed. A cordis avanti 8 (B)(6) sheath introducer was used. Generator settings at the time of injury included power control mode at 35 watts with a temperature of 32 degrees celsius and an impedance that rose from 85 ohms to 125 ohms. Power was titrated from 30 watts to 35 watts. Overall ablation time at the site of injury was 7 minutes and 55 seconds. Last ablation cycle time at the site of injury was 33 seconds. Irrigated catheter flow was set at 8-15 ml/min, depending on wattage. Patient did not receive anticoagulant during the procedure. Shaft proximity interference range was reported as 15-45 (unspecified). Thermocool® smart touch® sf bi-directional navigation catheter was not in close proximity to another catheter. Thermocool® smart touch® sf bi-directional navigation catheter was zeroed after the initial warm-up phase, post catheter connection to the carto 3 patient interface unit. Carto 3 system did not indicate to re-zero the catheter. There were no issues or errors reported on any bwi products or equipment during the procedure. Since this adverse event required medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure, it is to be considered serious and MDR reportable. The high force issue was assessed as not reportable.

Manufacturer narrative:
Investigation summary: it was reported that a (B)(6) year-old female patient underwent a right ventricular outflow tract (rvot) ablation procedure for ventricular tachycardia with a thermocool® smart touch® sf bi-directional navigation catheter and suffered a cardiac tamponade requiring pericardiocentesis/pericardial drain. After 8 cycles of radiofrequency ablation, toward the end of the procedure, the patient became hypotensive and a pericardial effusion was noted via intracardiac echocardiography (ice). Pericardiocentesis yielded approximately 400 ml of blood and fluid. Patient was reported to be in stable condition post-intervention. Pericardial drain was left in place. Patient was transferred to the intensive care unit (ICU) for observation. Patient required extended hospitalization for pericardial drain management. Patient fully recovered with no residual effects. Factors cited that may have contributed to the adverse event include possible issues with the patient¿s anatomy and the use of high force. The device was visually inspected and it was found in good conditions. The magnetic sensor was tested on carto and the catheter was properly visualized and no errors were observed. Then, the force sensor was tested and it was working properly, the force values were observed within specifications. Then, electrical test was performed on the catheter and it was found within specifications. No electrical malfunction was observed. Additionally, the catheter was tested on the generator and the temperature and impedance values were observed within specifications. Then, the irrigation and deflection test were performed and it was found within specifications, the catheter was irrigating and deflecting correctly. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The catheter passed all specifications. The root cause of the adverse event remains unknown. The instructions for use (IFU) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation or tamponade. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The biosense webster inc. Failure analysis lab received the device for evaluation on 4/17/18. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Manufacturer's ref. No: (B)(4).